Event description:
Device report from synthes (B)(6) reports and event in (B)(6) as follows: this report is for unknown locking screw. The patient had a fracture of the distal radius. During the surgery, (B)(6) 2013,the plate was fixed by the orif (open reduction and internal fixation) for colles¿ fracture. There was nothing bothering the doctor regarding the patient state and the condition of the repaired site. The patient was not experiencing any problems. On (B)(6) 2013, the doctor removed the plate because the patient¿s tendon of the flexor pollicis muscle was ruptured. The two screws on the most distal and central part of holes were broken under the screw head. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not for diagnosis. Report is for an unknown locking screw, unknown lot number. Investigation could not be completed; no conclusion could not be drawn, as no product was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Information received on 01/22/2014 reported a partial part number of 04.210.1xxs the visual inspection of the returned device by the complaint handling unit revealed scratches on the surface of the plate and slightly worn threads. The investigation was not able to determine the cause which has led to the mentioned malfunction due to severe damages on the locking thread and the broken off head. The complaint condition is likely the result of the locking thread has not been tightened up accordingly (positioned on an angle) or an overload situation after the surgery which was triggered by the patient has led to the breakage. No product fault could be detected.